Manufacturer narrative:
Device was received with unresponsive buttons due to keypad connector unlocked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump received button error alarm. Blood glucose was unknown. Troubleshooting was performed. Customer reported that buttons were hard to press or sometimes it's delayed. Customer stated the scroll bar was not moving with no input. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.